Event description:
It was initially reported the pt was having difficulty recharging their device due to coupling and communication issues with the recharger. Troubleshooting indicated the pt's stimulation device had become over discharged due to compliance issues with recharging. The device was not recharged for over 5 wks while other medical issues were being addressed. As a result the pt began experiencing a loss of therapeutic effect. The pt was instructed to perform a physician mode recharge at home. Stimulation was restored and the pt recovered without permanent impairment.